Event description:
Customer's mother reported her son had received a no delivery alarm while attempting a bolus. The son's blood glucose was 103 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. The no delivery alarm was resolved by changing the reservoir and infusion set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).